Event description:
Event description cpi received information that this bipolar endocardial tined lead (0010) was implanted and a day later dislodged. It was explanted and replaced with another companys lead.